Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator the graphical user interface (gui) screen went intermittently blank. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui board and backlight inverter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.